Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6)2010, inratio: 4.8, lab: 3.6. No patient information provided by caller.

Manufacturer narrative:
Data analysis was performed on inr results provided by the customer. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6)2010, inratio meter - 4.8 inr, reference = 3.6 inr, mean = 4.20, confidence limits = 2.4-6.1. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. "The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met criteria for accuracy. No further investigation will be pursued. No lot number was provided for the strips; this issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.